Manufacturer narrative:
(B)(6). Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6061928. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that after using a bd micro-fine¿ pen needle 32 g x 4 mm, a patient recapped the needle and the needle went through its cover. This resulted in a needle stick injury to the patient's finger. The patient did not require any medical interventions post injury.